Event description:
It was reported that a 14f amplatzer torqvue 45x45 delivery sheath was selected for a procedure on an unknown date. During the procedure it was noted that while advancing the device through the patient groin site there was resistance. The device was removed from the patient and inspected. It was noted that the dilator tip was split. The sheath was replaced with a new 14f amplatzer torqvue 45x45 delivery sheath. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H6 medical device problem codes 2920 was removed. An event of split in dilator tip when removed from patient was reported. The investigation found that the tip of dilator was damaged split when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Abbott is performing further investigation to monitor this issue.

Event description:
It was reported that a 14f amplatzer torqvue 45x45 delivery sheath was selected for a procedure on an unknown date. During the procedure it was noted that while advancing the device through the patient groin site there was resistance while over the guidewire. The device was removed from the patient and inspected. It was noted that the dilator tip was split. The sheath was replaced with a new 14f amplatzer torqvue 45x45 delivery sheath. There were no adverse effects to the patient. The patient status was stable.